Manufacturer narrative:
A bci hotline representative recommended that the customer follow lab exposure procedures. A bci fse (field service engineer) was preparing to visit the site in order to repair the leak but the customer canceled the service call before the fse could visit. Therefore, the root cause for the leak was not determined. The customer reported to a bci qa (quality assurance) representative that he was seen by a physician but no action was taken since there was no contact of the fluid with mucous membranes or cuts and therefore, no biohazardous exposure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
A customer reported to beckman coulter, inc. (Bci) that while he was attempting to troubleshoot a leak in the synchron cx5 delta clinical analyzer instrument, some fluid had splashed on his face and hands. The exact source of the fluid was unk but it was suspected to be instrument waste fluid which could contain infectious biohazardous material. The only ppe (personal protective equipment) that the customer was wearing was gloves. The customer was not wearing a face shield. While there was no death or serious injury associated with this event, the customer did seek medical attention by contacting a physician. However, since the customer did not have any fluid contact with mucous membranes or cuts, no further action was taken.